Manufacturer narrative:
Additional information age:unknown/no information. Date of birth: unknown/no information. Weight: unknown/no information. Ethnicity: unknown/no information. Date of event: exact date not provided, best estimate is between january 6, 2021 - may 12, 2021. MFR site: phone number: (B)(4). Attempts have been made to obtain missing informaion; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the patient was experiencing glare and halos especially at night. The patient was no longer able to drive at night due to the glare. The intraocular lens (iol) was explanted, the incision was enlarged and sutures were required. No further information was provided.

Manufacturer narrative:
This is to correct the initial submission. Upon further review it was noted that the customer indicated the incident occurred during the patient¿s post-op visit dated (B)(6) 2021. The patient is a female and their date of birth is (B)(6) 1957. Their visual acuity pre-op is 20/30 -2 and post-op is 20/20. Section b3, date of event: (B)(6) 2021 section a2, date of birth: (B)(6) 1957 section a3, gender: female additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 27, 2021 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, a cosmetic issue was observed on the optic body but this may be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.